Event description:
It was reported by service report that the brakes are not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake pedal bent and pads in need of adjustment.